Manufacturer narrative:
The cycler was not returned to the plant, an evaluation of the cycler could not be performed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. (B)(4).

Manufacturer narrative:
The plant investigation has not yet been completed. A f/u report will be filed upon completion of the investigation.

Event description:
A peritoneal dialysis pt reported a drain issue during treatment. The pt remained asymptomatic during this pd cycle. Drain 0 153 ml; fill 1 2305ml drain 1 1996ml; fill 2 1999ml drain 2 2004ml; fill 3 1995ml drain 3 2011ml; fill 4 1999ml drain 5 3804ml; fill 5 507ml. The reported drain volume of 3804ml was 190% over the expected drain volume which resulted in a reportable device malfunction. The pt did not require medical intervention or treatment as a result of the overfill.